Manufacturer narrative:
No button error alarm noted. The insulin pump had intermittent button response due to corroded keypad traces. No unexpected number ramping noted. The insulin pump had a scratched display window, cracked display window, cracked case at display window corner, cracked reservoir tube lip and a missing end cap sticker. No moisture damage noted on electronic assembly or on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 142 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.